Event description:
The hospital reported that during a coronary artery bypass procedure, upon removal of the hs iii proximal seal, the heartstring didn't unravel and caused minor tear in the aorta which was repaired with two additional 7-0 prolene sutures. There was a moderate amount of bleeding while attempting to repair the tear and there was no evidence of aortic stenosis. There was a delay of less than five minutes; long enough to repair the bleeding at the proximal site where the tear occurred. The pt did not require a transfusion and is in stable condition.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage. There was a significant amount of blood on the delivery device, inside the delivery tube and on the seal. The loading device was not returned. The tension spring assembly was not returned; the anchor tab and seal were outside the delivery device. The seal was partially unraveled; the first and second row from the center remained together. The green slide lock was unlocked and white plunger was depressed on the delivery device. Based upon the received condition of the device, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).